Event description:
It was reported that, during a non-sustained ventricular tachycardia (nsvt) episode a beat was undersense. Technical services (ts) discussed that the missed beat is likely due to automatic gain control (agc) being set to 8x, the sensing floor post pace and then decay prevented this beat from being sensed. All other beats appropriately sensed. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.